Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was pressure tested and visually inspected for damage. Results: no damage was found to any part of the breathing circuit kit. The pressure test revealed that the circuit was within specification. A lot check revealed no other complaints for the lot number provided. Conclusion: we could find no fault with the circuit and could therefore not determine the cause of the leak reported by the customer. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.